Manufacturer narrative:
The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the exact event date is not known. It is estimated to have occurred in 2009, however, the day and month is not known. Please note that the implant date is unknown. Concomitant devices: palmaz stent lot # r0903464 implanted in renal artery. (B)(4).

Event description:
As reported, an MRI tech called for MRI compatibility and additionally reported adverse events. On an unknown date, a patient experienced an unknown event. As treatment, the patient had a cypher stent placed in an unknown vessel due to an unknown diagnosis after presenting with unknown symptoms. "About 5 1/2 years ago," the patient experienced an unknown event. As treatment, patient had open heart bypass surgery. It was unknown if the open bypass surgery occurred prior to or after the cypher stent placement. No further information could be obtained.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported, an MRI tech called for MRI compatibility and additionally reported adverse events. On an unknown date, a patient experienced an unknown event. As treatment, the patient had a cypher stent placed in an unknown vessel due to an unknown diagnosis after presenting with unknown symptoms. "About 5 1/2 years ago," the patient experienced an unknown event. As treatment, patient had open heart bypass surgery. It was unknown if the open bypass surgery occurred prior to or after the cypher stent placement. No further information could be obtained. The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x0206732 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary artery restenosis is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.